Manufacturer narrative:
It has been determined the issue with the water supply was fixed before the sample in question was tested. Calibration and quality controls at the time of the event were ok.

Event description:
The customer alleged they received a questionable creatinine plus (crep) result for one patient on their c311 analyzer. The customer stated this happened to only one sample. The customer stated the patient's crep result was high, even when it was repeated the same day. The customer provided an initial crep result of 3.88 mg/dl. The customer stated the same sample tube was repeated the next and the result was normal. The customer provided a repeat crep result of 0.93 mg/dl from (B)(6) 2014. The customer stated all the results were reported outside the laboratory. The initial high crep result led to the patient being hospitalized for around 24 hours and renal echography and other tests were performed. The patient was not adversely affected by this event. The crep reagent lot number was 698087 and the expiration date was 01/30/2015.

Manufacturer narrative:
The investigation was unable to determine a root cause. Calibration and qc were ok. The analyzer performs within specification. The most likely root cause was a preanalytic issue.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
On the day of the event there was an issue with a low water supply to the system. The issue was repaired. The field engineer performed preventative maintenance on the analyzer.